Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to it was used as temporary wire. It was placed at initial extraction and later taken out when re implant.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates lead was explanted due to temporary wire. This observation no longer meets the definition of malfunction. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.